Manufacturer narrative:
Gambro renal products regulatory dept attempted to contact facility's intensive care nurse six times by phone and once via a letter to interview her regarding this incident. On 9/18/06, facility's intensive care nurse mgr was contacted but denied any knowledge of this event. She was able to confirm that the pt's condition was unchanged and that they remained on the prisma machine. Since there was no serial number provided, it is unclear as to whether the pt was on the same prisma machine or a different one. She could not provide treatment sheets, as she was not the nurse caring for this pt at the time of this incident. A gambro renal products technical service (grpts) was unable to inspect this prisma machine as there was no serial number provided and facility's intensive care nurse could not be contacted.